Event description:
A patient specific implant request was received for the patient's right distal femur. Noted on the form: "s/p resection and reconstruction right distal femur with stryker gmrs and now second episode of aseptic loosening retaining 8mm large all0poly tibia." Proposed date of surgery is on (B)(6) 2023.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.